Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 5ml ll w/ndl 21x1-1/2 rb experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no:309633 batch no: 0224356. Needle hub was broken off and stuck inside the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-29. H6: investigation summary. Two 5ml syringes with needles in opened blister packs from batch 0224356 (p/n 309633) were received and evaluated. It was observed both hubs were twisted and broken in half, which was rejectable per product specification. Potential root cause for the twisted/broken hub defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0224356 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 syringe 5ml ll w/ndl 21x1-1/2 rb experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no:309633 batch no: 0224356. Needle hub was broken off and stuck inside the cap.